Manufacturer narrative:
Bench service engineer completed the service of the device and conducted a performance verification test (pvt). The device passed all the pvt tests and was confirmed to be fully functional. The device is returned to the customer ready for use. D4 - product UDI number is corrected

Event description:
Philips received a complaint on the v60 ventilator indicating that there was machine and proximal pressure sensors failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The device arrived at the philips bench repair center and was evaluated by the bench service engineer (bse). The device produced the machine and proximal pressure sensors failed alarm on bootup. The bse found that the flow sensor assembly cable was disconnected and reconnected the cable to resolve the issue. Return of the device to the customer is pending completion of performance verification testing.